Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and seeking medical attention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had to seek medical attention. The blood glucose levels reached 293 mg/dl while wearing the pod between 36 and 48 hours. The patient was experiencing the site being really red and seems to be spreading. No information was given about how the patient was treated. Three follow up attempts were taken but no new information was given about the event.